Manufacturer narrative:
Updated: b5, d8, d9, h2, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. In addition, the investigation found that due to poor contact of the front panel, the light-emitting diode (led) on the control panel does not light up. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit exhibited that the system starts by itself during manipulation. There were no reports of patients¿ harm.